Event description:
It was reported that the patients implantable pulse generator (ipg) would not connect to the clinician programmer (cp), no matter how close the remote was held to the stimulator. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.